Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The field service engineer (fse) observed dripping during a mechanism check. The affected rinse tube was replaced and adjusted. Clogged solenoid valves were cleaned, and the cell rinse levels were adjusted. Qc was acceptable. The customer has had no further issues since the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from two patient samples tested on the cobas 8000 cobas c 701 module. Patient sample 1 the initial result was 299.2 umol/l. The repeat result was 85 umol/l. The repeat result was deemed correct. The reporter stated that they changed the reaction cells and set the module to auto-rerun for the assay. Patient sample 2 the initial result was 129 umol/l. The first repeat result was 201.7 umol/l. The second repeat result was 128.1 umol/l. The third repeat result was 124 umol/l. The result of approximately 125 umol/l was deemed correct.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number is (B)(6). The investigation is ongoing.